Manufacturer narrative:
The device was returned to zoll medical corporation. The device performed to specification. The investigation found no indication of a device malfunction. It appears the case of the device not delivering energy for the cardioversion was due to the shock button not bring pressed and held. The activity log showed when the shock was held later in the case, the device discharged with no issue. It is important to note, the synchronized cardioversion will only perform when the shock button is pressed and held. The unit discharges when the next r wave is detected. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert an (B)(6)-year-old male patient, the device failed to cardiovert the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.